Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation investigation: the product was returned in a packaging different from the original packaging. The laser etching was readable. The product is broken at the distal hole for the bolt. Usage marks are also visible on the surface of the part. A device history record review was performed for the affected lot with no abnormalities or deviations detected that would lead to the complained failure. The relevant dimension at the breakage point, as indicated in the attached drawing, was measured and fulfills the specifications. The raw material certificate was checked along with the documentation linking the affected work order number to the raw material lot used for production. Based on this information, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing process. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the relevant measurable dimensions of the pfna were, as far as possible, checked and found to be in compliance with the technical drawings. The examination of the raw-material testing certificate, and the manufacturing papers, showed no deviations regarding dimensions, material analysis, strength and/or structural stability. The values were in compliance with specifications and international standards for implants for surgery. The fracture face is homogenous, which indicates material conformity. It is likely that any occurrence during the healing process (such as non-union, delayed union, overloading, or a combination of different factors) led to a fatigue failure of the nail. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Event date: unknown. Implant date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: november 24, 2014. Expiry date: november 01, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) nail broke postoperatively at the hole for the bolt. The revision surgery took place on (B)(6) 2015 and was completed successfully. The provided x-ray was reviewed by the manufacturer and it was noted that the nail breakage could be confirmed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.